Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient had a return of symptoms however no change in therapy was reported. The patient¿s device set off a metal detector when going through it at a state building. It was noted they also used a wand on the patient. After the patient went through the metal detector, she returned home two hours later and ¿it felt like someone took a butcher knife and stabbed her in the legs over and over again¿. The patient also felt the same pain in her lower back and behind her legs into the bend of her legs. The patient called their health care professional¿s nurse to report the issue and she was directed to call the manufacturer representative. It was reported the patient could not walk ¿last night¿. It was noted the patient used a tens unit at night and used a heating pad on her legs. It was reported the patient prayed to god and ¿her pain was all relieved by the following morning¿. The next day, the patient¿s legs were sore from the muscle spasms but the stabbing pain was gone. It was reported the patient did not hear any pump alarms. The patient was to have their pump refilled the following monday. It was reported the patient¿s husband suspected that the metal detector could have turned off the pump for a little while and the patient was not getting medicine for a little while, then the pump turned itself back on. The device system was used to administer four medications; the reporter could only remember baclofen and dilaudid. It was later reported the device system was used to deliver hydromorphone, bupivacaine, clonidine, and baclofen. The cause of the ev ent was due to passing through a metal detector. It was reported, ¿patient self-reported a temporary increase in pain which resolved after two hours¿. No interventions were taken and the patient¿s outcome was no injury.